Manufacturer narrative:
Investigation summary: three photos of 5ml eurographics syringes (p/n - 309649) were received and evaluated. One image is a close-up of the syringe in a sealed package with no defects observed. Another image shows one sealed package with the top web punctured at the barrel tip area. Another image shows a sealed package with the barrel tip protruding through the seal at the tip area. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the short count and package integrity defects is associated with the packaging process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c package seal integrity was poor / questionable. The following information was provided by the initial reporter: upon inspection in qa¿one box was found to only contain 124 syringes¿short 1. As per investigation findings: three photos of 5ml eurographics syringes (p/n - 309649) were received and evaluated. One image is a close-up of the syringe in a sealed package with no defects observed. Another image shows one sealed package with the top web punctured at the barrel tip area. Another image shows a sealed package with the barrel tip protruding through the seal at the tip area.